Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 518 mg/dl at the time of incident and other blood glucose was 542 mg/dl. Customer treated with insulin pump. The customer experienced symptoms such as thirsty and tired. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were not using the auto mode feature. The insulin pump will not be returned for analysis.